Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse). The customer reported that when they flipped the image while using a 30 degree endoscope, the controls moved to the correct position, the surgeon flipped the camera from up to down and the image was 180 degrees out. Prior to calling in, the customer reported that they had reseated the endoscope and were able to use the system in the down position, but the movements were not intuitive in the up position. The isi tse asked the customer to reseat the endoscope and clear the guided tool change by hitting the port clutch. The isi tse also asked the customer to try a second endoscope, but the surgeon wanted to continue with the procedure. The customer was to reprocess the endoscope and test to see if the issue persists. The site was completing the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope plus 30 degree was analyzed and found to the endoscope found with attached endoscope adapter (aea) damage or friction issue. A scope bearing friction issue was noted. The complaint regarding the endoscope plus 30 degree instrument was not rotating properly was confirmed by failure analysis. In addition, the cable was noted to be damaged.